Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system could not perform fluoroscopy, image disk problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, electro-physiology procedure was completed by creating a new patient in the system application. The philips field service engineer (fse) visited onsite and confirmed the reported issue. Analysis of log file identified issues related to ip (image processing) pc and the cause of the issue was due to disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). Upon troubleshooting, fse tried to run image store database integrity and the repair was failed. The fse replaced ippc hard disks, downloaded software and reconfigured the image sore. Following replacement and repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.